Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient stated that she was not doing so good/therapy was not helping. They told her the battery was really weak. She charged every 2 weeks. She then went in 3 days later and ins went dead. They put a new one in. The event date was provided as before the last device was put in. No further complications were reported/anticipated.